Manufacturer narrative:
One device was returned for investigation. Visual inspection revealed the sample is missing drain tube, glued cracked enclosure, cracked tank cover, damaged printed circuit board (pcb). The evaluation of the device shows got noisy after a brief time running confirming the customer complaint. The cause of the noisy water pump mechanism is from wear of age. No action taken due to the condition of the device. It is deemed beyond economical repair and will be scrapped. The service history review identified there was no indication that the complaint was related to a service of the device within the review period. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com.

Manufacturer narrative:
Other text: b3: date of event and d4: UDI number is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device was making loud noise. Patient involvement unknown.